Manufacturer narrative:
The device has been evalauted and blood clots were found on the pipeline which likely prevented the pipeline from fully open.(B)(4)

Event description:
It was reported that the middle and proximal section of the pipeline was not fully opened during deployment. The device was removed from the patient.no patient injury reported.